Event description:
Procedure: bowel resection. According to the reporter: after firing, the clamp bar would not return. Add'l resection was done to remove the device. Used other device.

Manufacturer narrative:
(B)(4)